Event description:
Complainant alleged that the device failed to display a "defib pad short" message while testing into test port. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation, and this complaint is still under investigation.